Event description:
It was reported that the patients implantable pulse generator (ipg) would not charge despite cycle charging and routine charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.